Event description:
During an in clinic follow-up, episodes of sensing noise resulting in inappropriate automatic mode switching episodes were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.